Event description:
The home choice (hc) machine was returned to the product analysis lab (pal) for evaluation. During the review of the therapy logs it was discovered that there was one instance of an increased intra peritoneal volume (iipv) for the therapy session that started in 2009. The iipv occurred the following day during cycle 3. The ultrafiltration for this therapy session was 4375mls, indicating the home patient (hp) drained 4375mls more than their programmed fill volume of 2300mls. This information gave a total drain volume of 6675mls, which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of cause of the iipv was determined to be insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. The device will be routed to the service area. CAPA is currently open for the reportable malfunction of overdelivery.